Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable and wall adapter. It was confirmed that the pump was able to be charged with a different usb cable and wall adapter. There was no impact to the customer's blood glucose level. A replacement usb cable and wall adapter were sent to the customer.